Event description:
The customer reported that the system experienced an error. Further info was received from the customer indicating that the system locked up as a result of the error. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply cable was evaluated and optimal operating voltage. The system was tested and found to be working as intended and returned to service.